Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual and microscopic inspection showed the sheath detached from the distal mount. Impedance testing revealed no electrical issues with the device. Image testing could not be performed due to detached sheath.

Event description:
Reportable based on device analysis completed on 26jan2024. It was reported that visualization issues occurred. The 85% stenosed, 10 x 3.50 target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image from the beginning. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable. However, device analysis revealed the sheath was detached.